Event description:
Related manufacturer reference number: 2017865-2022-19307. Related manufacturer reference number: 2017865-2022-19309. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing, post sensed t wave oversensing, and intracardiac electrograms (egs) anomalies on the pacemaker. Device interrogation revealed high pacing impedance on both the right ventricular (rv) lead atrial (rv) lead noise on the ra lead. The physician elected to explant and replace the pacemaker. The patient was in stable condition.